Event description:
It was reported the patient experienced syncope due to the right ventricular (rv) lead exhibiting a sudden increase in pacing threshold. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d314drg implantable cardioverter defibrillator, implanted: (B)(6) 2011; product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2004. (B)(4).